Manufacturer narrative:
Conclusion: no faults detectable.

Event description:
(B)(4). Initial info received from a health care professional on (B)(6) 2009: a female who is in her 70's received an injection of poly-l-lactic acid (sculptra) (lot # and expiration date unk) for cosmetic use and experienced hair loss after the second injection. The pt received a third injection on (B)(6) 2009 and experienced more hair loss. The event is ongoing at the time of this report. This is case 1 of 2. Associated case ID (B)(4). Additional info for sculptra (lot # and expiration date - not provided) from product technical complaint report case ID (B)(4) dated (B)(6) 2009, received by (B)(6) on (B)(6) 2009: batch record review was without hint to root cause. Because no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects or damages detectable.